Event description:
It was reported that during a ptca procedure, while advancing through the y connector the shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.